Event description:
It was reported that the arctic sun device was sent down for flow issues. It was determined during functional testing that the device had a failed pressure transducer with inlet pressure(ip) remaining at -8.6 with fluid deliver lien(fdl) removed. Grant requested a quote for repair and 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Installed transducer to fill. Alarm 41 low internal flow. Replaced pressure transducer. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced drain valves, orings, coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down for flow issues. It was determined during functional testing that the device had a failed pressure transducer with inlet pressure(ip) remaining at -8.6 with fluid delivery line (fdl) removed. Requested a quote for repair and 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.